Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was above the customer's normal reference range. Two days later, the patient's sample was reanalyzed three times on the same access 2 immunoassay analyzer and recovered within the assay's normal reference range. The initial result was released out of the laboratory. There was a change in patient treatment as the patient was administered aspirin, clexane, clopidigrel and their ace inhibitor dosage was increased. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a serum tube and centrifuged for ten (10) minutes at 3000g (g force) at room temperature.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender or weight. Service was not dispatched for the event. The accutni+3 reagent was not returned for evaluation. Evaluation of the customer's supplied data confirms that the patient's serum sample was not allowed to clot within the recommended time per the tube manufacturer's instructions. The cause of this event is use error. Preanalytical sample handling is the cause for this event as the patient's sample was not allowed to clot per the manufacturers' specimen collection and handling recommendations.